Manufacturer narrative:
Supplemental report is being filed since investigation results are available following the submission of the initial MDR report submitted on 9/10/2021. The device was received for evaluation and tested for the issue reported. The device back cover is deformed due to overheating of the pump. No patient injury was reported. Temperature testing of the returned complaint pump and bench testing of aged pumps as part of the investigation revealed that the back panel temperature of a functional pump can reach between 40 and 50 degrees celsius while in operation. Temperatures measured during the testing remained within the acceptable limit of 60 degrees celsius. The device housings plastic is composed of fire-retardant material which has a 5va flammability rating at the wall thickness in the design and complies with the ul 94 standard. According to ul, 5va is the maximum flammability protection rating possible, and the key to this safety is if the device or plastic is self-extinguishing and is intended to mitigate the likelihood of a burn or fire and to reduce to reduce risk to a patient or care giver. As a result, the back panel provides significant protection against fire and the risk assessment conducted indicated that the probability of a hazardous situation leading to harm was low related to overheating.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Distributor returned the npwt catalyst device directly to our service center. Upon receipt at service center, device back cover was found to be deformed due to overheating of the pump though this device was reported to our distributor as a full canister error. Distributor was unable to provide any clinical data from it¿s end user but did state there was no known injury or adverse effect reported from the end user.